Event description:
Customer reports the weld broke on the spring arm where it connects to the ceiling mount section. The arm did fall, but was held by the lanyard safety cable. Injector was being moved to prepare for use. No reported injury.

Manufacturer narrative:
Pending manufacturing investigation. Customer has not committed to returning the broken part. Upon receipt of the part and investigation, a medwatch 3500a supplemental report will be submitted.